Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 1 month. Evaluation of the returned device confirmed the presence of thrombus within the outlet stator. However, pump misalignment could not be confirmed. The outlet stator revealed pink/dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. Although a specific cause for the deposition and a timeframe for which it was present in the pump could not be determined, it would have potentially contributed to the report of thrombus symptoms. Examination of the inlet tube revealed a strongly adhered, pink, tissue growth consistent with biological lining situated on the proximal opening. The tissue growth appeared to have developed in this area. However, a specific cause for its development could not be determined, and it did not appear to be obstructing flow through the inflow conduit. The device passed all electrical and functional testing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to device thrombosis and device positioning. Another manufacturer's device was implanted during the exchange. Additional information was requested but was not provided.